Manufacturer narrative:
H.6. Investigation summary: bd received 108 samples from the customer in support of this complaint for underfill. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm the customers¿ indicated failure mode based on the returned sample's test results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-07-24.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was underfill. The following information was provided by the initial reporter: several nurse practices have encountered problems filling the heparin tube during sampling. The tube does not fill completely (only halfway).

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was underfill. The following information was provided by the initial reporter: several nurse practices have encountered problems filling the heparin tube during sampling. The tube does not fill completely (only halfway).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.